Event description:
This concerns a zimmer nextgen knee replacement. First knee surgery was on the right knee (B)(6) 2004, they used the zimmer nex gen knee. It was done at (B)(6), which they are now shut down. I did track my records down and do have them. The doctor was dr. (B)(6). Also have all my records from him. After my surgery there, I got an infection. Was seen by dr. (B)(6) and assistant dr. (B)(6). He called it (B)(6), the only a culture ordered was a fungal culture. This was done from swab on the outside of stitches. It healed up on the outside. They never checked after that to see if the infection was on the inside. I had problems with this knee off and on. I told dr. (B)(6) it didn't feel right. They would say it just takes time. I am, or was a (B)(6), which because of my knee I have ended up on disability and lost my company (B)(6). I was licensed by the state of (B)(6). I had to file bankruptcy in (B)(6) 2010 on my company and personally (B)(6), which is now all closed and dismissed. This took away my livelihood and earnings. I could not be on my job site; would fall and could not work on uneven ground. The pain was too much. Dr. (B)(6) knew this. I did put off not wanting to go back to dr. (B)(6), knowing I would have to go through another surgery. They wanted to replace my left knee first; they did that (B)(6) 2010, with a stryker knee. Then go back to the right knee. I could tell right away with the stryker, it was stable very little pain. To this day it feels great, but the right knee still hurts and I can't get around much on it at all. When he examined me, they saw that the right knee was loose or said they could tell my leg had bowed the knee was not in track, etc. They drew fluid from my right knee to make sure there was no infection a week before they took me in surgery, for the revision from 2004 surgery. They said there was no infection found in their records and that is what they told me and they could go ahead with the surgery. By the time he does the surgery on the right knee, it is (B)(6) 2010. During surgery, they came and told my wife they thought there was an infection. They would have to send off a sample to be cultured, so they couldn't put in a knee until they got the infection cleared. They would have to put in spacer and have intravenous IV of antibiotics, if they could figure what the infection was, to be able to treat it. My wife then tells them, they did a check last week before they could do the surgery and he didn't have infection and we had also told them before the surgery we wanted the knee they took out. When my wife asks the doctor for the knee, he said why do you want it, it can't be used again (kind of a smart remark). Then he says, the knee wasn't loose, it was a infection. My wife said, that is not what you said before surgery or before you knew we wanted the knee parts. You said you wanted to go in and do a revision because you felt that the knee was failing and the parts where loose. You could tell by looking at how his leg had bowed and in bending it when you examined it. Seemed it all turned to infection all at once when thought lawsuit may be involved. He is, or was supposed to be, an investor in the zimmer knee from what we were told, so maybe that has something to do with it. Doctor (B)(6) was a doctor that doctor (B)(6)'s office had to come and see me as a family doctor while I was there in (B)(6). When he came in that night after surgery. He said he didn't understand. He didn't think I had an infection. When we questioned dr. (B)(6) the next day that dr. (B)(6) didn't think I had infection, dr. (B)(6) said that it was in the bone. He could tell something was not right by looking. The hospital lab could not identify the infection, so they would have to send it out to another lab. Three weeks later, after they watched the culture grow from dr. (B)(6)'s lab (that is what we understand the test where done at), also he owns part of the (B)(6) hospital where the surgery was done. The infection was called "(B)(6)". Dr. (B)(6) wanted to know if I was an avid fisherman or raised fish, because this is not known to be in humans; it occurs in cold water fish, such as trout or salmon, which they get lesions on them and then die. This should not be seen in a human or knee. I do not fish and rarely eat fish, so all this made no sense to me. If I had infection and if the knee was not loose, why did it take 6 years for it to appear to be infection. I complained about my right knee for about 2 yrs. After the surgery that it felt like it was coming apart. They never listened to me. I went to physical water therapy at (B)(6), ordered by dr. (B)(6), arthritis doctor. The therapist there said I really needed to get in and get the right knee checked, because he could see it swivel around in the water like I had no control of it wobbling. The left knee was not doing that. They ended up putting the right in (B)(6) 2011. They didn't use the zimmer knee parts. They used the stryker knee this time. When my wife asked, if there was nothing wrong with zimmer knee, then why didn't you put the zimmer knee back in. Why stryker? Dr. (B)(6) said, the stryker knee is a lot more stable. I also had lost a lot of bone from the zimmer knee and he had to cut out a lot to put the stryker in knee in. I still have problems with the knee, but am afraid to go back to him and do not want another surgery. I think several people have had this infection when they had this zimmer nex gen knee put in. My understanding is only fish get this type of infection; not humans. I feel this needs to be investigated.